Event description:
The customer alleged they received questionable tina-quant albumin (alb) and creatinine jaffé gen.2 results for one patient. The customer provided data for discrepant alb results that were reported outside the laboratory. The patient's results were produced from a urine sample. All testing was performed on the same analyzer. The patient's initial alb result was 0.4 mg/dl and it was reported outside the laboratory. The doctor questioned the result and the sample was repeated. The first repeat result was 19.4 mg/dl. On (B)(6) 2012, the second repeat result was 24.1 mg/dl accompanied by a data flag. The third repeat result from a decreased volume sample was 333.1 mg/dl. This result was considered correct and was reported. There were no adverse events. The alb reagent lot number was 656531001 and the expiration date was 11/30/2013. The field service representative found there were possibly bubbles on the sample. He checked out the entire analyzer. The analyzer was running to specification. The customer performed calibration and quality control and was satisfied with the quality control results.

Manufacturer narrative:
The provided reaction kinetics confirm that there was no sample pipetted for the incorrect, low results. As the sample type was urine, it was highly probably the issue was due to air bubbles on the sample surface.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.